Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was failed incoming functionality testing. The cause for the failure was isolated to a defective q701 component on the monitor board. The root cause for the defective q701 component could not be positively identified. No adverse event resulted from the defective monitor or electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) failed incoming functionality testing.